Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and the lot number could not be provided by facility.

Event description:
Gambro became aware of a patient death during a dialysis treatment. The unit director was contacted on (B)(6) 2011. He stated, "per unit policy, he could not provide any information regarding the event." The unit director stated, he could only say that there was no indication that the phoenix machine or any other device/product contributed to the event. The blood tubing set involved in this incident was not available for investigation and the lot number could not be provided by facility.